Manufacturer narrative:
Qn#(B)(4). The customer returned a 2-l PICC catheter for evaluation. Visual inspection of the returned catheter revealed no defects or anomalies. Signs of use were observed on the catheter. Though leaking was confirmed during functional testing near the juncture hub; no holes, cuts, or stretching of the extension line was observed. The length of the distal extension line measured 1.65" which is within specification of 1.60-1.66" per product drawing. The outer diameter of the extension line measured .095" which is within specification of .093-.097" per product drawing. The catheter was leak tested by injecting water into the extension line using leak tester. Both lumens were pressurized with water to 45psi for 30 seconds. The opposite end of catheter lumen was occluded during testing. A leak was observed coming from the juncture hub/extension line connection location while testing the distal lumen. The proximal line functioned as expected. The manufacturing plant was contacted to better understand if the catheter leak could be related to a manufacturing defect. They responded that the catheter returned was manufactured in reading pa. The manufacturing of this catheter has since moved to chihuahua mexico. During the move, "new validations, a new machine, new molds, and new fixtures (to place the length of the extension line) are being used at the chihuahua facility. Also the way to make the resin injection in reading was on a side of the j-hub and now the injection side is being done below of j-hub." They also confirmed that the catheters are 100% leak tested. These changes make it unlikely for this type of leak to occur again. A DHR review was completed with no relevant findings. The customer complaint of leaking in the extension line is confirmed through this investigation. Leaking was observed coming from the juncture hub during functional testing of the device. The probable root cause for the leak was determined to be manufacturing related. The manufacturing facility was contacted who stated that the catheters are now 100% leak tested at their facility. Also, the catheter returned for this complaint was manufactured in reading pa. The manufacturing of this catheter has since moved to chihuahua mexico. During the move, "a new validations, new machine, new molds, and new fixtures (to place the length of the extension line) are being used at the chihuahua facility. Also the way to make the resin injection in reading was on a side of the j-hub and now the injection side is being done below of j-hub." These changes were completed in march 2019. The reported catheters were manufactured in february 2019, prior to the corrective actions. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the PICC was inserted on (B)(4) 2019 in the radiology by the radiologist. The patient presented on (B)(4) 2019 for chemotherapy and on flushing a leak near the hub at the distal lumen was noted. The PICC was removed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the PICC was inserted on (B)(6) 2019 in the radiology by the radiologist. The patient presented on (B)(6) 2019 for chemotherapy and on flushing a leak near the hub at the distal lumen was noted. The PICC was removed.